Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, an investigation has not been completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
(B)(6), clinical certified specialist (ccp) at terumo cardiovascular systems (tcvs), spoke to (B)(6), ccp and chief of perfusion at innovative medical devices, on (B)(6) 2013, regarding this incident. On the initiation of cardiopulmonary bypass (cpb), the perfusionist was not able to generate arterial blood flow. The rpm of the centrifugal pump was increased to near 2900 rpm and no arterial flow was able to be produced. The perfusionist then noticed air in the centrifugal pump head and she elected to abort the attempt to initiate cpb and she changed out the centrifugal pump head. This was done off cpb as the patient was never able to be placed on cpb, due to the lack of forward blood flow. The pump head was changed out, primed, and de-bubbled and cpb was initiated without difficulty. This delayed the introduction of cpb by 8 minutes. The perfusion team uses flexible, soft shell venous reservoir bags (non-tcvs) and in this case the fluid volume in the venous reservoir was very low prior to cpb. The change in pump speed was verified in the system-1 perfusion log data. After cpb was initiated post change out, the remainder of the procedure was without issue. The procedure was completed successfully and no loss of blood was associated with this incident. There was no harm observed during or after the surgical procedure.